Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During the last fitting appointment high impedances in the basal channels were observed and the recipient had not hearing sensation with the device. A revision surgery was performed to reinsert the electrode and used a fixation clip.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a partial post-operative migration of the active electrode out of the cochlea. A re-insertion surgery was performed successfully. The device remains implanted and in use.

Event description:
During the last fitting appointment high impedances in the basal channels were observed and the recipient had no hearing sensation with the device. A revision surgery was performed on (B)(6) 2025. The active electrode could be successfully re-inserted into the cochlea.